Event description:
It was reported to the MFR that the vns pt has been experiencing sleep apnea. It was indicated by the pt's caregiver that the event began following an increase in device settings. It is unk if the pt had a medical history of this event pre-vns. The relationship between the apnea event and vns therapy is unk at this time according to the physician. The pt was prescribed the use of a CPAP machine following conformation of the apnea event at a sleep study. The pt is doing well with the CPAP machine. Diagnostic tests performed on the pt's device revealed proper device function. Good faith attempts to obtain add'l info regarding the pt's event were unsuccessful to date.